Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently left out of the initial medwatch report, to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the proper type of cable was not used, which could have resulted in the inability to receive the signal. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the issue happens in the video system.

Event description:
The customer reported to olympus, there's been an upgrade to their df system but experienced signal issues when using the sd scopes. No additional information regarding the event was available from the customer. No patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The customer indicated when they used a shorter cable the signal was not lost and works fine. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.